Manufacturer narrative:
Technician troubleshot the unit, diagnostic codes 20 and 30. Technician found some fluid ingress at the left and right user control modules. Technician replaced the left and right user control modules to resolve the issue.

Event description:
Technician alleged that the device required lights were on.